Event description:
The facility reported that the metal bracket detached from the tub. The staff had noticed a deterioration in the bath's tilting mechanism over a short period of time. No injuries were reported. (B) (4).